Manufacturer narrative:
The driver was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the driver continued to run without any power during a surgical procedure. The case was completed with another device. There were no procedural delays. There were no adverse consequences reported as a result of this event.